Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 72 mg/dl at the time of incident. Troubleshooting found that the display periodically turns black, the keypad buttons are not responsive during the rewind process and condensation is underneath the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had intermittent buttons response due to a flattened act button dome switch. No unlocked lcd keypad connector was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted during testing. The pump was programmed with a test mini link and glucose sensor simulator. The sensor blood glucose meter now alarm feature worked properly. No unexpected lost sensor/weak signal, missing bolus, low battery or missing segment/display anomaly was noted. Also, the pump was downloaded to care link pro properly and all boluses delivered were found at the carelink report. No moisture damage on the keypad, electronic, motor, vibrator and battery tube assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.